Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump and reservoir were replaced; however, the reservoir was not explanted. During the intervention, a hole was found in the reservoir. The cause for the hole was not detailed by the facility. Following the procedure the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of a hole in the reservoir could not be confirmed through product analysis as the component was not returned. Analysis of the remainder of the device did not identify any behaviors out of specification. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump identified that the tubing had been cut down to the pump block and was not returned for analysis. The pump passed all functional tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump and reservoir were replaced; however, the reservoir was not explanted. During the intervention, a hole was found in the reservoir. The cause for the hole was not detailed by the facility. Following the procedure the patient was stable and improved.